Event description:
Pt called stating that area where implanon device was placed was itchy, swollen, and red. Pt was seen in office for removal after decision was made that pt was having an allergic reaction to device. Pt tolerated the procedure well. A culture was taken of the incision and the device. Dose or amount: 68 mg; frequency: q 3 yrs; route: ID. Dates of use: (B)(6) 2010. Diagnosis or reason for use: contraception of choice. Event abated after use stopped or dose reduced: yes.